Event description:
A system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected their transfer set from the pt line of the homechoice set during the initial drain cycle. The home pt reconnected themselves to the setup after receiving the alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention as associated with this incident, per the home pt's nurse.